Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash/ allergic reaction under the lifevest equipment. The patient described the area as rash/ allergic reaction under all 4 electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended ending use for the allergic reaction. Follow up indicated that the skin irritation improved.